Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a da error was observed upon interrogating the device at a routine follow-up. Boston scientific technical services (ts) explained that this indicates a single event reset and will self-correct. Ts discussed that this does not require further attention. The caller reported that the battery status looked good and there were no other codes or episodes stored. The device remains in service. No adverse patient effects were reported.